Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted and successfully replaced. No additional adverse patient effects were reported.